Event description:
It was reported that a patient presented remotely on (B)(6)2022 with episodes of far r oversensing on their right atrial lead that resulted in inappropriate automatic mode switching. The patient was brought into the clinic on (B)(6)2022, where intermittent loss of capture was noted that resulted in pacemaker mediated tachycardia. Programming changes were made to address the capture issues. Further intervention was planned, but none was reported. The patient was stable throughout.

Event description:
Additional information received indicated the right atrial (ra) lead also exhibited high pacing impedance and was determined to be fractured. The patient was asymptomatic. The ra was successfully explanted and replaced. The patient was stable throughout the procedure.